Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, pocket erosion/infection was noted. The system was extracted without complications. The patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).